Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the stylus was replaced. It was also noted that the electrocardiogram (ECG) assembly was replaced. (B)(4).

Event description:
It was reported that the stylus on the programmer was not functioning, the user could not input data using the stylus. The programmer was returned to the manufacturer for servicing. There was no patient involvement.